Manufacturer narrative:
Other relevant device(s) are: etlw1613c124e sn (B)(4), expiration date: 2014-05-24, (B)(4), enlw1613c82e sn (B)(4), expiration date: 2014-02-28. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. The patient did not return for follow-up appointments. It was reported that the patient presented emergently. The patient had a ruptured abdominal aortic aneurysm. The physician elected to convert the patient to a conventional open repair. Per the physician, the cause of the ruptured aneurysm is unknown but is related the patient not returning for follow-up. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.